Event description:
It was reported that the micro saggital saw displayed a bias current error when connected to the console signaling a condition occurred from which the device has the potential to run without user activation. This occurred during a routine equipment evaluation at the user facility by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Preventative maintenance was performed on the device and it was returned to the user facility.